Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) female pt who received super poligrip original denture adhesive cream (B)(4) for approximately 30 years for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip (dental). At an unk time after starting super poligrip, the pt experienced neuropathy, leg pain and foot pain. Pt reported that she was diagnosed with severe neuropathy on the right side and minor neuropathy on the left side. She experiences really bad pain up and down her leg and foot. This case was assessed as medically serious by gsk. Treatment with super poligrip was continued. At the time of reporting, the events were unresolved. Super poligrip is manufactured in (B)(4). The lot number for this product is known; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).